Event description:
Greenfield filter inserted but did not deploy. Second filter was inserted and did not deploy. However, the first filter ended up deploying several minutes after into the right iliac vein.